Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain device information. E1: reporter phone number: (B)(6).

Event description:
It was reported patient experienced autore-ducing due to high impedances on the lead. Surgical intervention was undertaken wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The reported events rate from the data provided is not indicative of actual product performance as it is limited to 3 years of complaints. The sales data provided is based on the cumulative sales of the device. The manufacturer product performance monitoring is based on life of product data.